Event description:
As reported by the user facility: this patient became hypotensive and was given phenylephrine and epinephrine IV with initial response. A norepinephrine infusion was ordered, and attempts were made to load the tubing into the b. Braun pump, however, the pump alarmed with an error message stating that the tubing was not properly loaded. The rn verified the tubing was correctly loaded and no reason for the error alarm was found. During this timeframe, critical medication was delayed, and the patient became pulseless and suffered cardiac arrest. Resuscitation was initiated and the patient had return of spontaneous circulation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.